Manufacturer narrative:
The reported events of stylet could not be removed and ¿connector pin separated from the lead¿ were confirmed. A complete lead was returned in one piece with the stylet stuck inside the lead. Visual inspection of the lead found that the connector pin and connector cap were pulled out of the connector assembly along with the inner coil which is consistent with procedural damage and the ptfe stylet coating was bunched up/clogged with the inner coil distal to the connector pin. The cause of the reported events was due to bunched up ptfe coating of the stylet that prevented the removal of the stylet and excessive forces resulted in the connector pin and cap to be pulled out of the connector assembly. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the stylet was stuck in the left ventricular (lv) lead and the connector pin was separated from the lead. The lv lead was not used and replaced. The patient was in stable condition.